Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, damage to the stent occurred. The lesion was located in the heavily calcified left anterior descending (lad) artery, the vessel was pre-dilated. The physician attempted to place a taxus express2 2.75x24mm drug eluting stent, but had difficulty crossing the lesion. Upon removal of the device it was noted that the struts were bent. The procedure was completed with another taxus stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.